Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive wayne, nj 07470. Contact person: (B)(6). Maquet sas became aware of an incident with one of surgical lights ¿ x-ten. As it was stated, the light snapped off from the arm and fell on the patient. We did not receive any information if patient sustained any injury. We decided to report the issue based on the potential as detachment of the light head may lead to an adverse event. It was established that when the event occurred, the light head did not meet its specification at the time. The device was being used for patient treatment. During the investigation it was found that the reported scenario has to date never lead to serious injury or worse. Unfortunately, the originator did not provide any pictures of the light head nor any more information which can give a possibility to investigate the issue further. If we were to assume what caused the break of a spring arm, our assumption would be that the weld has broken. The issue described in our assumption is being addressed with a new field action (msa/2017/002/iu) launched on september 2017.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc. 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with one of surgical lights- x-ten. As it was stated, the light snapped off from the arm and fell on the patient. We did not receive any information if patient sustained any injury. We decided to report the issue based on the potential as detachment of the light head may lead to an adverse event. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).